Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. However, not connecting the patient line extension prior to priming is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device, during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted the hp connected patient extension lines after priming. The technical service representative (tsr) advised the hp that patient line extensions must be connected prior to priming. The hp will complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.